Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. Unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for the sensor error-sg not available/updating. Unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to difference between sensor glucose and blood glucose values. The customer also reported change sensor alert. The customer treated hyperglycemia through manual insulin. The event involved product(s) mmt-5120d2. Troubleshooting was performed for sensor alerts and confirmed the occurrence of change sensor alert and sensor updating alert. Troubleshooting was performed for difference between sensor glucose and blood glucose values. The blood glucose value was 13.9 mmol/l and the sensor glucose value was 6.9 mmol/l. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for hyperglycemia and confirmed that the customer was using insulin pump within 48 hours of reported event. Customer was not using auto mode/ smart guard feature at the time of reported event. No further patient complication was reported. No product return is required for mmt-5120d2.